Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "does not prompt load set," which was confirmed and reproduced during evaluation. Review of the event history log did not provide enough information to confirm the reported symptom. Evaluation found the device to intermittently not prompt load set when the door was opened caused by an intermittent upper latch switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump "does not prompt you to load set" in the emergency room. It was also reported there was no patient involvement.